Manufacturer narrative:
Continued e.1 zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and capsular contracture, baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, "isolated calcifications, right axillary lymph nodes" on ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional reported additional event of "appearance of capsular rupture" through ultrasound.